Event description:
Patient underwent laparoscopic resection of colon using eea stapler ceea 28mm premium #111987. After anastomoses was connected with top anvil device, surgeon turned handle to lock and pulled stapler out through rectum. Surgeon did not check whether device was intact. One day after discharge, patient had bowel movement and anvil was found in stool. Concern with device is that once surgeon locks device, the anvil is not supposed to come off the stapler.